Manufacturer narrative:
The field service engineer replaced the user interface assembly to address the reported problem. Failure analysis on the returned user interface assembly found that the broken cold cathode fluorescent lamp (ccfl) backlight created a dim display.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.